Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that the patient experienced an adverse event on (B)(6) 2016. Father's father stated that patient went to her doctor's appointment at 3:00 pm where she had a hypoglycemic event. An ambulance was called and the patient was transported to the emergency room (ER). Patient's father reported that no alerts were going off on the continuous glucose monitor (cgm). Additional event or patient information is not available.

Manufacturer narrative:
(B)(4).